Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there are air bubbles in the reservoir. The customer's blood glucose level was 12.9 mmol/l. The customer reported that the approximate size of air bubbles was some large and some small. The customer was unable to complete troubleshoot. The device will not be returned for analysis.